Event description:
Caller reported patient is hospitalized due to elevated blood glucose levels. Caller stated there were air bubbles in the tubing and the cartridge was badly placed. Caller reported that after a set change the patient's blood glucose level began to rise; took correction via the pump and did not change the infusion set. Caller stated the patient was hospitalized after the high blood glucose values of: 190 mg/dl, 202 mg/dl, 390 mg/dl, 418 mg/dl, 414 mg/dl, 456 mg/dl, and 427 mg/dl on (B)(6) 2015. On (B)(6) 2015 318 mg/dl and 324 mg/dl. Doctor reported patient unintentionally erased some of the basal time frames; will reconnect the patient with the pump out of the hospital once she is discharged. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.